Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen (1000.0 mcg/ml at 200.0 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported one day post revision the patient became lethargic and hypotensive with sedation. A chest x-ray revealed atelectasis from anesthesia, abgs' acidosis. The abgs revealed co2 narcosis. The intrathecal rate was decreased to 200 mcg baclofen from 300 mcg baclofen pre-operatively. The patient was given 500 ml normal saline and started on a CPAP (continuous positive airway pressure). A magnet was placed over the pump on (B)(6) 2017 at 17:21. Later that same day, the magnet was removed (22:22) and the intrathecal rate was decreased. The patient was instructed to not activated the personal therapy manager (ptm) for 24 hours following discharge and then titrate the ptm use by one activation per day. On (B)(6) 2017, review of the pump logs revealed two additional stalls with recoveries and one final stall without recovery. When the provider arrived at the hospital to see the patient, a magnet was again over the pump. The magnet was removed, the pump rate was decreased 87%, and therapy was resumed. The patient was scheduled for follow-up in clinic on (B)(6) 2017. The clinical diagnosis was suspected baclofen overdosage. The event resulted in the prolongation of existing hospitalization. The etiology of the event was noted as possibly related to the device or therapy and the implant procedure and possibly related to the drug baclofen with the drug action that caused the event being dose was decreased, however the catheter was revised one day prior to the event. The outcome was noted to be ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event was unresolved at time of study exit/death/study closure. It was later reported from a healthcare provider (hcp) via a clinical study indicated the patient was exited from the study on (B)(6)2017 and the reason for exit was the patient was no longer available for follow up. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was one day post catheter revision from a prior event. The patient's baclofen dose was decreased from 300 mcg/day to 200 mcg/day but the 200 mcg/ml turned out to be too high of a dose. Since the catheter had been dislodged previously there was no way to determine how much baclofen the patient was actually receiving pre-operatively.

Manufacturer narrative:
H6: device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-jul-2017 providing further event details. The programmer report logs reveal a motor stall occurred on (B)(6) 2017 at 17:21 with motor stall recovery at 22:22 secondary to a magnet placed over and removed from pump to suspend and resume therapy. The etiology was noted as related to the device or therapy and not related to the implant procedure. No action/intervention was taken. The outcome was noted as 'resolved without sequelae' as of (B)(6) 2017. Upon interrogation of logs on (B)(6) 2017, device logs on programmer report dated (B)(6) 2017 revealed a pump motor stall occurred on (B)(6) 2017 at 03:15 without recovery. The stall was likely secondary to magnet put over the pump to suspend therapy. Programmer report dated (B)(6) 2017 revealed the motor stall recovered on (B)(6) 2017 at 06:36, likely secondary to magnet removal from pump to resume therapy. The programmer report logs revealed a motor stall occurred on (B)(6) 2017 at 22:41 with recovery at 01:07 on (B)(6) 2017 secondary to a magnet placed over and removed from pump to suspend and resume therapy. No action/intervention was taken and the outcome was noted as 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.